Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5, h6 (health effect - clinical code & health effect - impact code as deleted the hyperglycemia and associated treatment in h6 as that was not alleged (bg was going back up from a low - did not specify that the bg was high) and updated to no treatment for the hypoglycemia) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: continuous glucose monitoring system was often not holding a charge for the full 7 days. No treatment was mentioned for the low. Troubleshooting was not done as helpline could not reach the customer. It was unknown if pump was used within 48 hours of the low. It was unknown if smartguard was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced that low blood glucose alert was not going off when the blood glucose was saying it was low or going off when the blood glucose was already on the way up, sometimes battery was not holding a charge after a new one has been put in and the continuous glucose monitoring was often not holding a charge. The event involved product(s) mmt-1884l, mmt-862a, mmt-332a, and mmt-7715. Troubleshooting was not performed. No further patient complications were reported. No product return is required for mmt-1884l. No product return is required for mmt-862a. No product return is required for mmt-332a. No product return is required for mmt-7715.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08715 inches. The trace and history files were successfully downloaded using thump. The pump was paired with a guardian link 3 (gl3) transmitter (gt-9133194m) and a glucose simulator. Set alert on low, suspend on low, and resume basal alert to 90 mg/dl. The pump was calibrated to a programmed test value properly. Lowered the bg level to 88 (calibration) and the pump successfully suspended delivery (suspend on low). Resumed basal and calibrated the pump to 100 mg/dl (continued to monitor). No unexpected low bg alert occurred. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 3.0 received the lowbatteryalert (104) on (B)(6) 2025 11:52:00 after more than 7 days at 24.13 days. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case and pillowing keypad overlay. Low bg anomaly (alarm-audio/vibrate anomaly/absence of alarm) is not confirmed. Ba32charge/battery lasts less than expectedcharge/battery lasts less than expected is confirmed, fault isolated to the electronics. Battery cycle 1.0 received the lowbatteryalert (104) on (B)(6) 2025 06:34:00 faster than expected at 3.55 days. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.